Event description:
As reported: "patient had orthopaedic surgery. Staff commented post surgery that surgery guides were loose. Therefore radiological scan was performed and an examination of the scan showed that retained object looked to be a screw head of aprox 2.4mm diameter. Identified that screw was from the stryker variax2 bone screw used during operation. Surgeon reopened operation site, but could not locate metal piece. Decision was made to leave it as exploratory surgery would cause more harm."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation. However, a post-op x-ray was provided but is not sufficient to reach any conclusion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. An x-ray was provided which was presented to our health care professional for evaluation, and a question about the most likely reason for this event and harm associated with it was asked, to which the medical expert replied: ¿the metal part looks small, although there is only one x-ray to make this call on. I can also not judge where the debris is located in the arm, intramuscular? Or superficial? Usually the body encapsules these fragments, and they cause no harm. In a worst case, the sharp ends (if there are any) may cause pain and or inflammation, migration of the part could occur in rare cases.¿ from the provided x-ray it is unclear that what broke off, or what stayed behind. Neither we can say that the circular ring we see in x-ray is apart of implant or instrument debris. X-ray's in different views and more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "patient had orthopaedic surgery. Staff commented post surgery that surgery guides were loose. Therefore radiological scan was performed and an examination of the scan showed that retained object looked to be a screw head of aprox 2.4mm diameter. Identified that screw was from the stryker variax2 bone screw used during operation. Surgeon reopened operation site, but could not locate metal piece. Decision was made to leave it as exploratory surgery would cause more harm".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted.